Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope was found to have foreign objects in the auxiliary jet channel (jet tube), a burn on the plastic distal end cover, and a noisy image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Additionally, the noisy image most likely occurred due to a damaged electrical connector, and the burn on the plastic distal end cover was mostly likely caused by the use of a high-energy treatment device (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use in: evis lucera gif type q260j operation manual [chapter 4 operation_4.2 using endotherapy accessories] should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.